Manufacturer narrative:
A beckman coulter field service engineer was not sent to the customer site. Hotline instructed the customer to inspect on the syringe. The customer tightened the reagent syringe to resolve the issue. (B)(4).

Event description:
The customer reported a leak from the reagent syringe on the unicel dxc 800 synchron system. The leak was contained to the instrument. The customer was wearing gloves and a lab coat. No reports of injury or customer exposure. No reports of erroneous patient results generated.